Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011; 429688 lead, implanted: (B)(6) 2011; 5076-58 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen due to an alarming device. The right ventricular pace/sense lead had variations in impedance and rising and high thresholds. The alarm was due to the lead impedance being slightly greater than the programmed threshold value. The alarm was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.